Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field(s) d4, d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, olympus confirmed the coated portion of the cutting wire was torn and peeled, and the broken portion was scorched and melted. However, a definitive root cause could not be identified. Therefore, the most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use 2-lumen sphincterotome knife was inserted into the scope, and upon the distal end displaying on the monitor, it was discovered that part of the knife's coating had peeled off. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography procedure that was completed with a similar device. There were no reports of patient harm.